Event description:
Pt. Requested warm pack for IV site. Package squeezed according to directions and explored. Pt complained contents "got in their eye". Wet cloth offered. Pt refused eye flush. No irritation to eye noted or further complaints.